Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed a needle pierced through the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. A simulation was completed by reinserting the cannula while the catheter was partially in the skin. It was observed that the reinsertion of the cannula recreated the same results of photo. There was no abnormality during the production run based on the device history record review. The needle through catheter was recreated with reinsertion of the needle halfway through the catheter. As mentioned in the product instructions for use (IFU); if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. No traces of difficult retraction were observed as the sample was already activated and the cannula was not bent.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that needle through catheter wall, occurred during insertion. Verbatim: complaint via email. Email(s) attached. Needle through catheter wall occurred during insertion.